Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks post implant, the patient experienced cardiac perforation. It was also reported that the pacing lead dislodged and perforated the heart. The pacing lead was explanted and replaced, and the pocket needed to be remodeled due to pacing lead replacement. No further patient complications have been reported as a result of this event.